Event description:
It was reported that during a surgical procedure, two blades broke at the mount. It was also reported that there was a delay of a few minutes as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully. This report is for the second blade that broke.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a surgical procedure, two blades broke at the mount. It was also reported that there was a delay of a few minutes as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully. This report is for the second blade that broke.